Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to high impedances on the leads. It was also noted that the patient had several non-device related falls that may have caused lead migration and lead fracture. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Exact date unknown, event occurred a year ago. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 5172628.

Manufacturer narrative:
The returned linear lead was analyzed and it was reported that nine wires were fractured at the clik site, about twenty-two point five centimeters from the distal end. Model: sc-2317-50. Sn: (B)(6). The returned linear lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to high impedances on the leads. It was also noted that the patient had several non-device related falls that may have caused lead migration and lead fracture. The patient will undergo a lead revision procedure. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to high impedances on the leads. It was also noted that the patient had several non-device related falls that may have caused lead migration and lead fracture. The patient will undergo a lead revision procedure. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively.